Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed an infection and the device set was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Additional information received. It was reported that the patient sustained an external injury to the implant site and self-treated for two weeks. The patient notified the office when the device and leads were eroding through the skin. The patient was hospitalized and received antibiotic therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.